Event description:
On 01/02/07, a lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch basic enhanced meter test strips holder would not snap into place. The senior medical affairs specialist spoke with pt and was referred to her neighbor (reporter) 3 days later, to obtain/clarify info. The reporter confirmed that the pt was female. According to the neighbor, the pt had been unable to test due to the reported issue in 2006. The pt was to test 3 times daily before each meal. She had been maintaining her oral medication regimen throughout the month. The reporter claimed that out of desperation the pt would attempt to test without the test strip holder and would not obtain a result. Sometime in the beginning of that month, she developed symptoms of feeling weak and shaky. As she felt these symptoms were severe, she had her son take her to the ER on an unknown date/time in that month. The ER meter had read in the 40 to 50 mg/dl range. She was administered oral glucose and released within the same day. The customer care advocate (cca) verified that there had been no misuse of the product. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt had been unable to test due to the loose test strip holder, developed symptoms of hypoglycemia (weak/shaky), was unsuccessful at obtaining a result while experiencing symptoms, tested between 40 mg/dl to 50 mg/dl on the ER meter, and rec'd oral glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.